Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however all conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician had trouble getting the stylet down to the tip of the lead. The tip of the lead assumed an amplatz-like could not be corrected with multiple stylets. There was a bend in the lead and the physician thought this was preventing the stylet from going all the way to the tip. The lead was not used and no atrial lead was implanted. No patient complications have been reported as a result of this event.